Event description:
It was reported that right ventricular (rv) lead exhibited gradual increase impedance. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
A complete lead was returned in four pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found calcification covering the ring electrode which is assumed to be the cause of the rise in the pacing impedance as indicated on the device session records. Lead impedance test could not be performed due to as received procedural damage to the lead. Correction: h6 - medical device problem code.